Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "custom angled vlift inserter was impacted too greatly during insertion of vlift cage. Tip of inserter became jammed inside vlift threaded insertion hole & was impossible to remove until after the case. Removal of the cage caused the inserter tip to break and become lodged permanently in the vlift threaded insertion hole."